Manufacturer narrative:
Date of event is approximate. The reporter (identified in a1 as h.g.) Is reporting the product problem on behalf of her husband, who was using the product.

Event description:
A consumer reported that the protectiveclean power toothbrush metal shaft detached during use. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
Product was returned for investigation and confirmed a malfunction occurred. The cause of the customers complaint is a failed shaft press fit.

Event description:
Product was returned for investigation and confirmed a malfunction occurred. The cause of the customers complaint is a failed shaft press fit.